Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also stated that the insulin was squirting during the manual prime process. The customer¿s blood glucose level was 150 mg/dl. The customer also reported that they saw a gap between the piston and reservoir stopper during prime. The customer was unable to successfully prime the set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.